Event description:
The customer reported 3 cases of "fibrous reaction" at one day post op following cataract surgery. All three surgeries were performed on the same day. The pt outcome has been reported as good. This report is for the third of the three pts. Reference MDR #s 2028159-2008-00028 and 2028159-2008-00029.

Manufacturer narrative:
(B)(4). Prior to this complaint, the customer had reported similar events of inflammation. A (B)(4) clinical representative visited the site and identified numerous issues related to the cleaning and sterilization of the handpieces. She also made recommendations regarding pre-operative preparation of the pt. Since this visit, it was reported that the facility is now having regular meetings to review the instrument cleaning process and to ensure it is being followed. The customer has made changes to their handpiece cleaning practices, and the clinical coordinator has reviewed the cleaning procedure with the staff. All associates were following the recommended guidelines. (B)(4) continues to work with this facility to assist in the resolution of these issues. The root cause of the fibrous reaction is unk at this time. This report mailed in to FDA on: (B)(4) 2008. The MFR (B)(4).